Event description:
It was reported that during initial handover and assessment, a deflated urinary foley catheter was found in the bed between the patient¿s legs, not properly in situ. On inspection, the catheter balloon was confirmed to be ruptured, indicating a possible device failure or intraoperative complication. This posed a risk for infection and patient safety. Per follow up information received via ibc on (B)(6) 2025, stated that the customer did not stock this item in cicu. This was stored in cardiac theatres. Patient get the catheters inserted from the theater and come out to the unit with catheter. On inquiring with the theatre, they mentioned that they have previous incidents as well. So, it was better to get in touch with theatre team for the product detail. Unfortunately, the staff who were looking for after patient did not save the product. In the future if it was repeating again, have asked all staff members to save the product and send it to for investigation purpose.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: direction for use: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." "Proceed with catheterization according to local protocol. To inflate catheter, simply insert tip of sterile water-filled syringe gently into valve (do not overinflate) and depress plunger. Instill entire amount of sterile water ¿ 10 ml." Correction: d, e. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during initial handover and assessment, a deflated urinary foley catheter was found in the bed between the patient¿s legs, not properly in situ. On inspection, the catheter balloon was confirmed to be ruptured, indicating a possible device failure or intraoperative complication. This posed a risk for infection and patient safety. Per follow up information received via ibc on 19jun2025, stated that the customer did not stock this item in cicu. This was stored in cardiac theatres. Patient get the catheters inserted from the theater and come out to the unit with catheter. On enquiring with the theatre, they mentioned that they have previous incidents as well. So, it was better to get in touch with theatre team for the product detail. Unfortunately, the staff who were looking for after patient did not save the product. In the future if it was repeating again, have asked all staff members to save the product and send it to for investigation purpose.